Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the full report from the device did not include the episode list and details as expected. After an investigation the clinician was informed that the device had reached maximum storage for the day and could not store further episodes.the device is still in use.no patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.